Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload (a) loaded in the device. The cartridge reload had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition another cartridge (b) was received with the swing tab detached, making the reload nonfunctional. Although it could not be determined what may have caused the found condition of the cartridges, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The cartridge reload (a) was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the original device identified in previous medwatch was not the device for the complaint. Received additional information and correct device for analysis. This report is a correction with the appropriate device. The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal (B)(4) drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastro pancreaticoduodenectomy procedure, with gastric and duodenal section and linear stapler. During use, there was an interruption of the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.